Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels and keypad issues. The customers current blood glucose level was 66 mg/dl. Customer experienced hypoglycemia, while the low blood glucose was being treated it with a glucose/carb intake. Customer has been experiencing low for the past 2 weeks, but did not troubleshoot the low blood glucose over the phone. No further information was available regarding the keypad issues. Customer was advised a replacement insulin pump will be shipped overnight. The insulin pump will not be returned for analysis.